Event description:
It saw a pt today and this is the 3rd pt I've had with problems with the true track glucometer. On two other pts, they reported higher levels of glucose readings with the true track meter and so I had the pts bring the meters. We compared them with one or two other meters and the true track meters gave readings that were 20 - 30 ponts higher. I checked that the code was right and the strips were not expired. The pt I saw today had a walgreen's true track meter. She said this was her second meter of the same brand as the first glucometer was replaced by the pharmacy when she reported that it would give a very high reading - 200's - and give a much lower reading - 90's - when she rechecked a few seconds/minutes later, she said that when she put the control solution on the meter, it gave an error reading. She brought her second glucometer and we compared it with one touch ultra 2. The first time the true track meter gave a reading in the 200's while the ultra gave us a reading of 80's. We decided to repeat the testing using the same fingerstick site and the true track meter now gave a reading in the 90's, while the ultra gave a reading in the 70's. I checked that the code was correct and the strips were not expired. The pt did not have a control solution though. Since this is the third case, I decided to report my concerns.